Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ipg became inoperable due to failure to recharge the system after losing their charger in a fire 4 years ago. As a result, surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model. Therapy was restored postoperatively and the issue resolved.

Manufacturer narrative:
Corrected data: evaluation codes; results, and conclusion updated to reflect the new and most current codes.